Event description:
Reporter indicated that a vns pt would be undergoing revision surgery, due to a "possible broken lead". The pt's vns therapy lead and generator were replaced. The surgeon visualized a lead discontinuity near the bifurcation of the lead. The lead and generator were returned to manufacturer. Product analysis is pending. It is unk at this time if there were any adverse events associated with lead issue.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.